Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was successfully placed, but there was some difficulty positioning it at implant. One day after implant, a chest x-ray showed the lead had dislodged. The lead remains in use. No patient complications have been reported as a result of this event.